Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that a 13.7mm vticm5 13.7 implantable collamer lens of -10.0/1.0/153 (sphere/cylinder/axis) was implanted into the patient's right eye (od) on (B)(6) 2022. Low vault was observed. On (B)(6) 2022 the lens was explanted and the problem was resolved. Patient is happy.

Manufacturer narrative:
H3: device evaluation - lens was returned in microcentrifuge vial dry. Visual inspection found no visible damage to the lens. Dimensional inspection found that the returned lens did not meet original values measured at the time of manufacturing. The returned lens is not the size stated in the claim. Claim# (B)(4).

Manufacturer narrative:
Claim# (B)(4).

Manufacturer narrative:
H6: device history record (DHR) review: based on the results of the investigation, all released devices from the associated work order(s), including the suspected device; have been manufactured within established process parameters; and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Claim#: (B)(4).